Manufacturer narrative:
The reported events of high pacing lead impedance and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, high pacing impedance and a high capture threshold was noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.